Manufacturer narrative:
The reported event of stent partially deployed. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, the stent was used to treat a 4-5 cm malignant lesion. Reportedly, the patient¿s anatomy was tortuous and was not dilated prior to stent placement during the procedure, the physician could not fully deploy the stent because the scope was severely bent. The device was not fully reconstrained and was removed from the patient partially deployed without issues. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.